Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additionally, analysis of the log file that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient died on (B)(6) 2018. The cause of death was not provided. Next of kin refused an autopsy so pump will not be explanted. Review of the log file by the manufacturers technical services representative showed low flow events on (B)(6) 2018. No other events were noted until (B)(6) 2018 at 15:29 with both power leads being disconnected and the driveline disconnected as well.